Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available.

Event description:
Deflation resulting in explantation

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.update/correction to sections b1, b2, b4, b4, d6b, d9, e1, g6, h2, h3, h6, and h10.

Event description:
Alleged deflation.